Event description:
On (B)(6) 2006, an ¿ams perigee¿ was implanted. It was reported that ¿after, and as a result of the surgical implant,¿ the patient suffered serious bodily injuries, including dyspareunia, severe pelvic pain, diarrhea, and other injuries. Also reported were significant mental and physical pain and suffering, additional surgeries and revisionary procedures, disability, aggravation of a preexisting condition, mesh erosion, continued urinary incontinence, and severe and debilitating injuries that are either permanent or continuing.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.